Manufacturer narrative:
Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that three days after the use of the angio-seal device and mobilization of the patient, a massive bleeding occured from an aneurysm spurium out of the procedure room. A surgical intervention needed to be done. The patient's hospitalization was extended due to the event. Additional information was received on 6/6/18. There was no difficulty with arterial access. A pre-deployment angiogram was performed. There was no difficulty with the use of the device. The posterior wall of the artery was not punctured. The patient did not have a history of a bleeding disorder.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.